Event description:
The user facility reported the following: home care pt had PICC with safeline injection site in which the "split septum popped out." The pt reports that blood backed up the line and pt had to go to ER where PICC was removed due to clotting. The pt also states that prior to event rn had infused antibiotic, rocephin (given to pt q24 hrs.) And then flushed as per protocol. Event happened after rn had left. States that the safeline injection site had not been in place for more than 1 day.